Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported bleeding and heartmate 3 left ventricular assist system (hm3 lvas), serial number (B)(6) could not be conclusively established through this evaluation. The center reported that the patient was admitted to the hospital on (B)(6)2020 with a low hemoglobin and hematocrit (h&h) of 6.4 and 22.3. Major bleeding was reported. The patient reported generalized weakness for one day. 1 unit of packed red blood cells (prbc) were transfused and the patient was placed in intravenous (IV) protonix. Coumadin was placed on hold. H&h rose to 8.0 and 27.1 following the transfusion. The patient had a double balloon enteroscopy on (B)(6)2020 that was negative for bleeding. The patient was started on premarin on (B)(6)2020, and was transfused 1 unit of prbcs on (B)(6)2020 due to a gradual drop in h&h. H&h improved with the transfusion. The patient had a retrograde enteroscopy on (B)(6)2020 that was negative for bleeding. The source of the drop in h&h was unknown. The patient was discharged to home on (B)(6)2020 with orders to continue coumadin and premarin. No alarms were reported for this event. The event was reportedly not related to the device under study. The patient remains ongoing on hm3 lvas, serial number (B)(6) and no additional complaints have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 06aug2018. The hm3 lvas instructions for use (IFU) lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system and provides information regarding anticoagulation, including the recommended inr values no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4).

Event description:
It was reported that the patient was admitted to the hospital with a low hemoglobin/hematocrit of 6.4 and 22.3. Patient reported generalized weakness for one day. He was transfused 1 unit of packaged red blood cells and was placed on intravenous protonix. Coumadin was placed on hold. Hemoglobin/hematocrit rose to 8.0 and 27.1 following transfusion. Patient had a double balloon enteroscopy on (B)(6) 2020 that was negative for bleeding. He was scheduled for a retrograde enteroscopy on (B)(6) 2020, but refused the preparation so it was cancelled. He was started on premarin on (B)(6) 2020. He was transfused 1 unit of packaged red blood cells on (B)(6) 2020 due to a gradual drop in hemoglobin/hematocrit. Hemoglobin/hematocrit improved with transfusion. Patient had a retrograde enteroscopy on (B)(6) 2020 that was negative for bleeding. Source of drop in hemoglobin/hematocrit was unknown. Patient was discharged to home on (B)(6) 2020 with orders to continue coumadin and premarin.